Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that it was observed that there was a ovp circuit failed" (1127) message. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device and confirmed the reported problem and replaced the motor controller printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it was confirmed unit did not meet product specifications. It was determined that the mc pcba was the cause of the reported issue. The device was not being used for treatment when the reported event occurred.